Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative replaced the backplane, controller and cable, and reformatted the hard drive, and reloaded the software and the calibration files. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not save the images. No patient injury was reported.